Event description:
A cartridge change error was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to inspect and clean various components of the pump and assisted in filling a new cartridge. Despite following the on-screen instructions, the customer was unable to successfully load the cartridge onto the pump. Technical support referred the case for further troubleshooting.